Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleged water got into system and when the patient went to change the water in humidifier, patient got shocked related to a CPAP devices. There was no report of serious patient harm or injury. There is no report of medical intervention being required. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer inspected and observed unknown black stains in the bottom of the humidifier box. The contamination found in the humidifier box are considered not to be in the airpath. Contamination found in in the airpath. There are no visible damage stains in the bottom of the humidifier box. The humidifier box is considered not to be or functionality failures of the humidifier, which suggest that the source of contamination was external to the device. External examination of the device, including the interior of the iso port on the rear panel, applied power with the returned power supply and power cord when available or with a known good, power supply and power cord, inserted sd card to collect available patient compliance and settings data for care orchestrator, used service test tool suite to collect the error log and time. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 9 error codes. The manufacturer concludes there was an evidence of sound abatement foam degradation.